Event description:
Procedure type: unknown. According to the reporter: the sleeve of trocar was broken during surgery. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B) (4).